Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection, device extrusion, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 500cc mentor memorygel breast implants, had to undergo scar and nipple revision on (B)(6) 2019, subsequently developed infection, device extrusion, and breast implant rupture. The believe causative agent was staph aureus. Additional symptoms were red inflamed area, swollen, rigid, pain, open sores, and discharge. As a result, the patient had to undergo implant explantation on (B)(6) 2019 and was also scheduled for replacement in (B)(6) 2020.